Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in ER with complaints of pre-syncope and suspected shock. Upon interrogation, no shocks were noted. The record displayed multiple episodes of non-sustained right ventricular oversensing and noise reversions. Egm review also noted myopotential oversensing. Programming changes and dft were recommended.